Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958, lead, implanted: (B)(6) 2005; d284trk, crt-d, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that approximately one year ago, the patient presented with diaphragmatic stimulation due to high thresholds. The lv lead was programmed off at that time. The lv lead was then capped and replaced during a routine generator change a year later. No further patient complications have been reported as a result of this event.